Event description:
According to copies of medical records rec'd from the initial rptr, the pt was admitted to the hosp for replacement of his bjork-shiley 60 degree convexo-concave aortic heart valve due to aortic stenosis. During surgery, the pt also had a replacement of his natural mitral valve and a triple coronary artery bypass graft done. The pt survived surgery and was discharged to rehabilitation.